Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. H3 other text : see h.10.

Event description:
It was reported that the safeclip is not clipping, this is occurring during use with a bd needle clipping device safe clip. The following information was provided by the initial reporter: it was reported that safe clip is not clipping.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safeclip is not clipping, this is occurring during use with a bd needle clipping device safe clip. The following information was provided by the initial reporter: it was reported that safe clip is not clipping.